Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be appropriately mated with the hemosheath. The distal tip of the hemosheath was then examined. There was a slight deformation of the distal tip of the sheath. Microscopic analysis confirmed that the hemosheath tip appeared to have deformed and crumpled. There was no damage or deformation noted with the arteriotomy locator. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured be 0.090'' which was within the specification of 0.092" +0.00/-0.02. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the damage on the hemosheath tip may be attributed to difficulties at the point of insertion due to heavily scar tissue. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00292.

Event description:
The user facility reported that they had two angio-seal devices that would not deploy. Both devices were used on the same patient during the same case. The procedure being performed was a transcatheter aortic valve replacement (tavr) procedure. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 21may2020. A 6fr procedural sheath was used. There were difficulties with arterial access, sheath, guidewire, and catheter insertion due to the heavily scarred groins. A pre-deployment angiogram was performed. There were issues with insertion, the device would not insert due to scarring. They tried the first angio-seal device and when it would not deploy, they tried a second angio-seal device which did not deploy either. Hemostasis was achieved by manual pressure.